Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the detail condition of the actual device could not be confirmed and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the scope detection on the video system center did not work. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.